Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was loaded according to the IFU during opcab, deployed the delivery device and removed the delivery, (after delivery device loaded and deployed, the seal was not fixed on the aorta) but the phenomenon that the seal was not fixed appeared, (the seal failed to be fixed when delivery device removed) so it was judged to be defective and the same new product was used, but the same phenomenon occurred one after another. As another new product, the operation was completed without any problems, and the patient's condition was not abnormal.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.